Manufacturer narrative:
(B)(4). Damaged sleeve assembly; damaged universal seal. Evaluation summary: the analysis results for the h12lp device confirmed that the olive button was returned with one of the suture tie posts broken off, the piece was returned for analysis. Additionally, the latch was noted to be broken and the crown and lower ring cracked as well as the orifices of the sleeve housing assembly. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy, the suture hole was broken. Another device was used to complete the case. There was no adverse consequence to the pt.